Event description:
Stent slipped off the balloon within the iliac artery. The target lesion was left renal. The p204 was mounted on a "opta 5" balloon catheter. Finger crimping method was used to mount the p204 on the balloon. Physician was able to cross the lesion with a wire but was not able to cross with the stent and balloon assembly. The stent came off the balloon and had to be retrieved with a microsnare from the iliac artery. It was also reported that a nitinol stent was used to complete the case. Pt is fine.